Manufacturer narrative:
Mentor attempted to perform a manufacturing record evaluation (mre) on reported lot number 266512, but mentor could not confirm that this lot number belongs to a mentor device. If clarification is received on the lot number, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast prosthesis rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 300cc gel breast prostheses that both ruptured post implantation. As a result, the patient underwent bilateral explantation and replacement with non-mentor breast prostheses on (B)(6) 2024. This medwatch report is for the patient¿s left breast prosthesis.